Event description:
It was reported an issue with novosyn quick suture. The client reported that the suture-needle detaches from the thread. It has been verified that the defect persists also in other needles from the same lot.

Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of the same code-batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample. Without closed and/or defective samples a proper analysis cannot be performed. Nevertheless, considering that in the rotation test to the closed samples received in previous complaints, all threads broke easily next to the needle we consider the case as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received in previous complaints. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.